Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, there was low r-wave sensing on the right ventricular (rv) lead. X-ray imaging was performed and dislodgement of the rv lead was confirmed. The rv lead was explanted and a new lead was implanted successfully. The patient was stable and there were no complications during or after the procedure.